Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that in the alarm history predicted low and suspended before low alarms were found. Customer's sensor glucose reading was 5.6 mmol/l but their blood glucose level was 23 mg/dl. The blood and sensor glucose reading gap was too big. The customer began to use their backup plan and their blood glucose went down to 19.8 mmol/l. The device was not returned.